Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was around 115 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.